Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio before a pt was on the device. The switch was noticed when the device would not pass self-test. There was no pt injury or medical intervention associated with this incident.